Event description:
It was reported during a cardiac ablation procedure the dilator perforated the wall of the sheath. The physician was re-advancing the dilator through the existing femoral sheath without the use of a guide wire. The physician met resistance and pushed slightly and the dilator perforated the wall of the sheath into the vein with no clinical consequence. There was no trauma noted to the vein under fluoroscopy. The hole in the sheath occurred approx 30 cm from the proximal end of the device.

Manufacturer narrative:
One 8f fast-cath introducer and one 8f dilator were received for eval. Visual insp revealed a kink and a hole in the sheath. The kink/perforation was located 12.8 inches proximal from the tip end. The dilator was inserted and did not come in contact with the perforation site during functional testing. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.